Event description:
It was reported that an osteotomy plate cracked post operation. Initial surgery took place uneventfully, the device was implanted with no complications. Initial surgery date is unknown. When a post op x-ray was taken, the plate was found to be cracked. The patient underwent a revision surgery on (B)(6) 2011 to remove the cracked plate. An ar-13720-17.5, contourlock hto plate, was implanted into the patient. The patient is a (B)(6) male, who is diabetic and weighs (B)(6). Procedure is a hto revision.

Manufacturer narrative:
This device is used for treatment. Device history record revealed nothing relevant to this event. The returned device(s) was evaluated. The complaint was confirmed. The plate is broken proximal to the bushings. One of the bushings on the plate is flipped. There are several scratches and nicks on top of the plate. Part of the broken surface has a polished appearance. There are minor damages to the hex area of the screw. There are no other visual nonconformances to any other part of the screws. The most likely cause of the event is due to patient noncompliance during post-op, bending the plate in multi-directions and/or improper positioning of the plate during implantation. Bending the plate in multi-directions can cause fatigue in the material and in conjunction with non-compliance can lead to device failure post-op. The directions for use (dfu-0098) provided with the device warns against bending the plate in the reverse direction. Improper positioning of the plate can lead to improper load distribution on the plate which may cause shear fracture. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.